Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a drug partner regarding a patient receiving lioresal at a rate of 194.67 mcg/day via an implanted pump. It was reported the patient's pump was going to be removed due to an infection.